Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported balance chamber pressure and therapy fluid inlet occlusion alarms occurred at the start of a routine hemodialysis treatment. While attempting to clear the alarms, the pt experienced a venous needle infiltrate resulting in an estimated blood loss of 150cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss was attributed to an infiltrated venous needle, most likely caused by movement of the pt's arm during attempts to assist with troubleshooting the alarms. Facility staff have been notified and confirmed that the pt does not have a history of infiltrations. Review of the log files indicate that the reported alarms were most likely caused by a lack of flow of dialysate to the cartridge. The actual cause of the lack of dialysate flow cannot be determined. The user's guide provides adequate instructions for troubleshooting and resetting alarms. No problems were found with the returned cartridge to contribute to the reported event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.